Manufacturer narrative:
An event of migration of the device was reported. The results of the investigation are inconclusive since the device was not returned for analysis, however four photos were received for analysis. Based solely on the photos received, the device did appear to have migrated into the aorta. A review of the measurements as reported from the field was performed. Per the sizing table in the instructions for use, arten600042307 version a, the correct size piccolo occluder for the measurements provided was 04-02, larger than the implanted device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined, however the implantation of a smaller than recommended device could have contributed to the device migration.

Event description:
On (B)(6) 2019 a premature infant with weight of (B)(6) gm underwent pda closure using 03-02 amplatzer piccolo occluder with intra-ductal device placement. The pda had a minimal diameter of 2.6 mm and a length of 9.5 mm. At the time of device implant there was no evidence of device protrusion into the descending aorta on echo with absolutely no flow disturbance noted. The flow within the aorta showed no evidence of obstruction immediately post-implant and at one week post-implant at the referring outside institution in (B)(6). The past two weeks, the child became progressively sicker, and repeat echo noted continued pulsatile flow in the descending aorta, and an approximate 20 to 30 mmhg gradient observed. He was transferred back to implanting facility at a weight of (B)(6) kg. Angiography confirmed that the device migrated posteriorly late after the procedure and protruding into the aorta. The aortic protrusion was managed by placement of an aortic stent using ECMO support. The patient ultimately died unrelated to the device or to the placement of the aortic stent. The patient had multiple medical conditions including biliary atresia and could not survive.

Manufacturer narrative:
Additional information for: d4, g4, g7, h2, h4 and h10.